Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient's reported that they are not receiving clock alarms when the calibration alert is triggered. Additional event or patient information is not available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.